Event description:
Angio images during implant were reviewed. The first image shows that the stent graft has been fully deployed and the delivery system tip/spindle has previously been recaptured. The tip is biased toward the left side of the suprarenal aorta, and there appears to be tip removal difficulties. The tip is shown being caught on the stent graft proximal margin as it is being pulled down. The suprarenal stents appear to be fully deployed with no obvious entanglement. The stent graft proximal margin is being moved downwards with the delivery system; however, the stent graft rebounds after each failed removal attempt. The next image shows the delivery system has been removed, however, two of the suprarenal stents have been pulled down into the stent graft (not entangled), likely caused by the delivery system removal difficulties. The cause of the delivery system removal difficulties cannot be confirmed. It is likely that the neck angulation combined with the tip being biased against the aortic wall contributed to the removal difficulties. No endoleak or any other stent graft issues were seen at final angio.

Manufacturer narrative:
Results, conclusion: aorta neck angulation.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that during the procedure, the physician had difficulties retrieving the tip of the delivery system at the stent graft apexes while it was in the patient. The delivery system was removed from the patient successfully and there was no health damage to the patient. The patient is doing fine. No clinical sequelae were reported. Review of a single returned image showed two apexes of the stent graft were infolded inwards.

Manufacturer narrative:
(B)(4). Evaluation, method: (image). Results: inherent risk of procedure (removal difficulties); lack of information (cause is unknown). Conclusion: lack of information (cause is unknown).